Manufacturer narrative:
The patient reportedly presented with shortness of breath and weakness, with high gradient due to structural valve deterioration. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 21mm epic valve was implanted. On 15 (B)(6) 2019, the patient presented to hospital with symptoms of shortness of breath and weakness. An echo was done and revealed that the patient was having a high gradient due to structural valve deterioration. The device remains implanted and is pending redo operations.

Event description:
On (B)(6) 2018, a 21mm epic valve was implanted. On (B)(6) 2019, the patient presented to hospital with symptoms of shortness of breath and weakness. An echo was done and revealed that the patient was having a high gradient due to structural valve deterioration. Then, the patient underwent an aortic valve replacement (avr) with an unknown sized unknown device. The patient is stable post-operatively. No additional information was provided regarding the avr. Additional information received on 11 september 2019 determined this event is a duplicate of per-2019-0151778.

Manufacturer narrative:
Correction: please retract this report 3001883144-2019-00078, the same issue was previously reported as 3008452825-2019-00408.

Manufacturer narrative:
The valve was reportedly explanted, as the patient presented with shortness of breath and weakness, with high gradient due to structural valve deterioration. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 21mm epic valve was implanted. On (B)(6) 2019, the patient presented to hospital with symptoms of shortness of breath and weakness. An echo was done and revealed that the patient was having a high gradient due to structural valve deterioration. Then, the patient underwent an aortic valve replacement (avr) with an unknown sized unknown device. The patient is stable post-operatively. No additional information was provided regarding the avr.